Manufacturer narrative:
It was reported that the patient was transferred back to the hospital on (B)(6) 2015 for (B)(6) bacteremia and potential osteomyelitis. Further debridement was not recommended. Vacuum dressing was used to facilitate drainage of the coccyx wound. The patient was treated with IV antibiotics. (B)(4).

Manufacturer narrative:
(B)(4). The initial procedure was reported as spinal revision, pelvic fixation. The subcutaneous stitch opened up in the mid spine on (B)(6) 2015. The patient was re-sutured on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Two weeks after the unknown procedure, during a post op check up suture spitting was noted. Patient experienced some infection and resuturing was required. Additional information has been requested.